Event description:
It was reported that the device gave a "battery depleted" alarm message. The reporter did not confirm whether the issue occurred after power on or during patient infusion. No adverse effects to patient reported. Field service examination of the device showed primary audible alarm bgnd occurred in alarm history.

Manufacturer narrative:
Other, other text: one medfusion 4000 pump was returned for analysis due to battery issues. The device was returned cracked on both corners of top case also cracked on bottom case. Battery depletion was mentioned in the event history log. The technician performed syringe delivery tests , all functional testing with battery power , and also checked all the reading of battery. The analysis was unable to determine the customer reported problem due to no problem found. The battery was replaced and preventative maintenance was performed.